Event description:
On 6/16/94, mammogram suggests rupture left breast implant. On 8/5/94, surgical removal bilateral breast implants. Appear intact on gross exam. Pathology reports microscopic rupture of implant.